Manufacturer narrative:
The insulin pump was received with blank display due to cracked and bleeding on lcd glass.

Event description:
The customer's mother reported that the insulin pump's screen was damaged and would not show anything. The customer's blood glucose level was not reported. The customer's mother reported that they fell with the insulin pump. The device was returned for analysis.